Manufacturer narrative:
Failure analysis has completed their investigation on the universal surgical manipulator (usm). Fa was able to confirm the issue by system logs but could not reproduce the issue. The arm was tested on an in-house system in normal mode and passed. During psc fixture test platform (pftp) test, the arm passed all 0940 and 0960 tests. System logs recorded an error 319, along with error 1126, (ac_1c, p1 = 1), indicating the clock spring fiber. As a precaution the clock spring assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the clinical sales representative (csr) informed an intuitive surgical, inc. (Isi) technical support engineer (tse) they received a non-recoverable fault that required the system to be restarted. The customer had just performed a hard power cycle at the time of the call. The system started and ¿da vinci is ready¿. The isi tse advised the customer to dock universal surgical manipulator (usm) 2,3, and 4 for the scheduled 3-armed procedure. Once docked, the surgeon took control and the error returned. The csr was instructed to disable usm 1 and the surgeon resumed use. The csr was advised that usm 1 will be disabled until the next power cycle and the clutch buttons will no longer work on this manipulator. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting system needs to be restarted, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the issue and replaced the usm. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Isi has received the usm part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.